Event description:
It was reported that during a lobectomy procedure, the instrument cut correctly, but it did not staple correctly. There was not a full line. Overstitched. No further information is available. There was no adverse patient consequence.